Event description:
It was reported that during a lap gastric bypass procedure, the device did not pass the initial testing. Another device was used to complete the case with no pt consequence.

Manufacturer narrative:
The device was received in good condition. No visible damage was noted. The hand-activation contacts were in good condition. The device was tested on a generator completing the initial test and it was found that the hand control switch assembly buttons were not functional; however, it worked properly with footswitch assembly. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the mfg process.